Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00895, 1627487-2022-00897, 1627487-2022-00898. It was reported the patient experienced ineffective stimulation due to one lead migrating, one lead not functioning, and one lead being fractured. Surgical intervention took place on (B)(6) 2022 wherein the fractured lead was left implanted as it could not be explanted, the migrated lead was explanted, nonfunctioning lead was explanted and replaced, and a lead was added for existing pain. Effective therapy was restored. Additional information indicates the patient had fallen. It is unknown which lead is liable as such all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00895, 1627487-2022-00897, 1627487-2022-00898. It was reported the patient experienced ineffective stimulation due to one lead migrating, one lead not functioning, and one lead being fractured. Surgical intervention took place on (B)(6) 2022 wherein the fractured lead was left implanted as it could not be explanted, the migrated lead was explanted, nonfunctioning lead was explanted and replaced, and a lead was added for existing pain. Effective therapy was restored. Additional information indicates the patient had fallen. It is unknown which lead is liable as such all leads are being reported.